Manufacturer narrative:
Revision surgery required due to return of pain. Foramen appeared to be impinged by screw due to placement or length of selected and implanted screw. The screw did not malfunction and there was no report of serious injury to the patient.

Event description:
Initial procedure completed (B)(6) 2019. Patient felt great immediately post op and then developed pain after discharge. Returned to hospital and CT scan showed implant impinging neural foramen. Initial implants were removed on (B)(6) 2019 and replaced with shorter implants, 12.5x60mm and 8.5x55mm. Washers from initial procedure did not come out and shorter implants were simply placed through same washers.